Manufacturer narrative:
The customer indicated that the device were discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of backflow of fluid from the secondary solution containers into the drip chambers of the primary tubing sets. On unspecified dates, the primary tubing sets were being used to deliver unspecified medications via symbiq pumps. At unspecified time, the male adapters of unspecified secondary tubing sets were connected to the proximal clave y-sites of the primary tubing sets for a piggyback deliveries of unspecified medications. After unspecified lengths of time, the customer contact reported that the nurses noted backflow of solution from the secondary solution containers into the drip chambers of the primary tubing sets. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including if the tubing sets were replaced and the therapies were resumed.